Event description:
Pt reported that the lot number, catalog number, and expiration date, printed on the strip vial, have smeared. No pt injury was reported. A request was made for the return of the suspect product and replacement product was shipped.